Event description:
It was reported that device diagnostics resulted in high impedance (9986 ohms). The physician sent the patient for x-rays. It was reported that the device was programmed off. The x-rays were received by manufacturer for review. The x-rays were of poor quality and could only assess a small portion of the lead wire. Based on the poor quality, a lead discontinuity cannot be ruled out. The patient underwent generator and lead replacement surgery. The explanted devices have not yet been received for analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.